Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert because it had difficulty being interrogated. Technical services (ts) was contacted, and sources of radio frequency (rf) interference were discussed. Furthermore, it was noted that this crt-p reverted to safety mode during electrocautery and the patient went into ventricular fibrillation (vf). This crt-p also exhibited high battery impedance. This crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.